Manufacturer narrative:
The customer reported that the analyzer "got very hot to touch" after changing the batteries. There was no allegation of patient/user harm. There was no allegation of incorrect results. Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated. The returned analyzer would not power on. The customer's failure to follow instructions led to damage to the instrument resulting in its failure to power on.

Event description:
The customer reported that the analyzer "got very hot to touch" after changing the batteries. There was no allegation of patient/user harm. There was no allegation of incorrect results.